Manufacturer narrative:
We do not know whether this device was manufactured by foshan r poon medical product co., ltd., because the device was never returned for eval.

Event description:
Per importer's MDR: provider states seat cracked.